Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 26 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no hemostat available to conduct the high pressure test. It was also stated that the insulin pump had cracks on the casing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.